Event description:
2-11-99 - foley catheter was due to be discontinued. Balloon could not be deflated via syringe. Question; bad valve on foley. Foley balloon valve cut, however balloon remained inflated. Attempted to withdraw with moderate traction. High resistance. Physician notified. 2-12-99 - urologist attempted to remove foley. Surgical steel inserted into balloon lumen and unable to remove all balloon contents. Although some came out. The pt was sent home with instructions to see md on monday if the foley did not pass on its own over the weekend. 2-15-99 as per physician's office nurse: under ultrasound guidance, the physician used a bard biopsy cut with an 18 guage, 20 centimeter needle. Twice he attempted by putting probe in rectum and fired gun. On second attempt, the needle popped it.